Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms. Customer stated that they would change out supplies to resume insulin delivery. Customer experienced elevated blood glucose levels reaching over 600 mg/dl. Customer delivered a correction bolus to stabilize blood glucose levels.